Event description:
The report indicated that several minutes into bypas, the clinician noted blood leaking from the connector/tubing between the pump head and the returned oxygenator. The clinician suspects high line pressure. The device was changed out with no pt compromise.